Manufacturer narrative:
Testing was performed at alere on retained kit lot 161005 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 161005 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 161005 showed a complaint rate of (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. Alere was unable to determine the exact root cause of the reported issue. The available evidence suggests that the device is performing within labeled claims.

Event description:
A (B)(6) result was reported on the alere determine¿ hiv-1/2 ag/ab combo test . Patient sample was (B)(6) on the geenius (B)(6) test. There is insufficient information to determine if a malfunction occurred. The patient's gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4) inc., however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).